Manufacturer narrative:
The technician replaced the brake block assembly to resolve the issue.

Event description:
The technician alleged that when the brake is engaged the bed moves slightly. No pt impact.